Manufacturer narrative:
This medwatch is for advantage system. Please see medwatch with (B) (4) for report on accutrend system. It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported patient blood glucose results of lo, which on the accutrend system indicates a result less than 20 mg/dl, and 109 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.